Event description:
The following was reported via maude event report:(B)(4). It is alleged that on (B)(6) 2006, the patient was implanted with the 3d max mesh for repair of a right inguinal hernia. The pt developed a lump over the incision shortly after implant, surgeon felt this was fat and felt that removal would end the pt's pain in this area. In 2007, the pt went in for surgery to remove the fat lump. This procedure was converted to an open procedure when it was discovered that the lump was muscle and scar tissue that had worked up through the mesh. The pt was diagnosed with a recurrent hernia.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info. This MDR includes all patient, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The patient underwent repair of a inguinal hernia with a 3d max mesh. Approximately six months later the pt underwent removal of what was thought to be a "lump of fat" however, it was a hernia recurrence. There is no further info regarding the surgery and the mesh was not reported to be explanted. Currently, medical records have not been provided. Additionally, product identifiers have not been provided, therefore a mfg review is not possible. With the currently available info, no conclusion can be drawn.